Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began in (B)(6) 2017 and that he obtained results of ¿287, 321 and hi (over 600mg/dl)¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient manages his diabetes with an insulin pump and increased his dose of ¿devolis¿ in response to the alleged issue. The patient reported that ¿minutes after¿ the issue occurred he ¿passed out¿ and that the emergency medical services (ems) were contacted who performed a blood glucose test on an ems meter, which gave a result of ¿17 or 19 mg/dl¿ and he was taken to the emergency room, where he was treated with dextrose 50%. During troubleshooting the cca noted that it the meter was set to the correct unit of measure and an approved sample site was used. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.